Event description:
The customer reported obtaining low ion selective electrode (ise) for sodium (na), potassium (k) and chloride (cl) on their au680 clinical chemistry analyzer. The patient results were not reported outside the laboratory. The samples were re-analyzed with normal results. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient demographics. Provided the results for two patients.

Manufacturer narrative:
The customer performed troubleshooting with the assistance of a beckman customer technical specialist (cts) and replaced the tubing to resolve the issue. The customer confirmed normal analyzer operation. Section a2, a3, a4, and a5: information not provided by customer. The beckman coulter internal identifier is (B)(4).